Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient event of seizure. However, there is no documentation in the complaint file to show a causal relationship between the seizure and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The rn stated the patient¿s seizure was unrelated to the pd therapy. Furthermore, the patient has a history of stroke. Seizure is a known complication after stroke and can occur anywhere from one day to 12 months post-stroke. Based on the available information and no allegation of evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s seizure.

Event description:
On (B)(6) 2022 a registered nurse (rn) contacted fresenius technical support for assistance after disconnecting a patient from the liberty select cycler. The patient had a medical procedure done and needed to resume the peritoneal dialysis (pd) treatment. Additional information obtained from the rn documented that the patient suffered a seizure during treatment. The patient was disconnected from the liberty select cycler and had a computed tomography (CT) scan. The patient had a history of stroke. The rn stated the seizure was unrelated to the patient¿s pd treatment. Attempts to obtain any additional details were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 24/jul/2022 a registered nurse (rn) contacted fresenius technical support for assistance after disconnecting a patient from the liberty select cycler. The patient had a medical procedure done and needed to resume the peritoneal dialysis (pd) treatment. Additional information obtained from the rn documented that the patient suffered a seizure during treatment. The patient was disconnected from the liberty select cycler and had a computed tomography (CT) scan. The patient had a history of stroke. The rn stated the seizure was unrelated to the patient¿s pd treatment. Attempts to obtain any additional details were unsuccessful.

Manufacturer narrative:
Correction: h10, h6 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022 a registered nurse (rn) contacted fresenius technical support for assistance after disconnecting a patient from the liberty select cycler. The patient had a medical procedure done and needed to resume the peritoneal dialysis (pd) treatment. Additional information obtained from the rn documented that the patient suffered a seizure during treatment. The patient was disconnected from the liberty select cycler and had a computed tomography (CT) scan. The patient had a history of stroke. The rn stated the seizure was unrelated to the patient¿s pd treatment. Attempts to obtain any additional details were unsuccessful.